Manufacturer narrative:
Device evaluation: the customer did not return the item 27040xa that was the subject of the complaint to karl storz. The investigation is therefore based solely on the information provided by the customer. According to the customer, the tip of the instrument broke off inside the patient, requiring a second procedure to remove it. Due to the failure to return the rejected item and the very limited information provided by the customer, it is not possible to make a conclusive technical assessment. The analysis is based solely on the information provided by the customer and on known damage mechanisms. The potential causes "mechanical overload, thermal influences due to arcing, or excessive device settings" are plausible scenarios that could lead to the ceramic tip breaking. However, without further data, it remains unclear which of these causes applies in this specific case. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that tip broke inside patient, and a 2nd procedure was carried out to remove.